Event description:
It was reported that the tip of the driver broke off in the screw during use in surgery. The broken portion of the tip was retrieved and discarded. It was also reported that the tip of the screwdriver was stripped. No patient complications were reported.

Manufacturer narrative:
(B) (4): the product was returned for evaluation. Visual examination revealed approximately 2.22mm portion of the tip was completely sheared off. The remaining hex features on the driver are twisted counter clockwise. The broken piece of the instrument was not returned for analysis. It appears that the instrument was subjected to excessive torque which may have caused the tip to break. Review of the device history records found no additional information that indicated a non-conformance to specification.